Manufacturer narrative:
The customer's reported complaint that "the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:06 (ce post failure) error message" was confirmed based on the review of the event logs and during functional testing. The investigation discovered that a cable connecting the heater to a connector between the heater and the pic-16 circuit board was not crimped correctly, which caused the tcmid:06 error in the ivtm system. The root cause could not be exclusively determined. Visual inspection of the thermogard console was performed, and no other issues were identified. The thermogard system displayed a tcmid:06 (ce post failure) error message upon powering up; thus, confirming the reported complaint. To resolve the issue, the crimp connector on the heater cable was replaced and reconnected to the p22 connector, which in turn connects to the pic-16 circuit board. Event log data review was performed and showed multiple tcmid:06 error messages on the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the event logs showed multiple tcmid:08 (coolant temp low) error messages around the customer's reported event date. The root cause of the observed tcmid:08 error messages was also related to the faulty connection between the heater cable and the pic-16 circuit board. Following service actions, the thermogard console passed all functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for thermogard console with serial number (B)(4). Ccr (B)(4) was reported on 05 march 2020, and the heater cables were reconnected to the pic-16 circuit board to remedy the issue.

Event description:
As reported, the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:06 (ce post failure) error message. The user powered off/on the console, but the error message persisted. No further information was provided by the customer. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.